Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that it was not doing a whole lot since they've had the device in. The patient's health care provider (hcp) told them to increase the number by a tenth every day to see where it would start working and it hadn't yet. It worked in the day sometimes, but also at night the patient wet the bed and only 1 night since implant on (B)(6) 2016, this didn't happen. The patient started on program 1 at 1.2v and started feeling the pulses in their foot, so they moved to program 2, but also felt it in their foot as well on (B)(6) 2016. When the patient was in the hospital after the implant was put in, they remembered trying program 2 and felt it in the foot immediately then, so they moved to program 3 on the morning of (B)(6) 2016. The patient had stimulation in the wrong location. The patient was currently on program 3 at 2.0v and just felt it every now and then, but at least they didn't feel it in their foot. The patient's therapy was turned on. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va11brm, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the consumer reported that when the patient had the temporary one in it worked beautifully and then had a loss or change of therapy after implant. The patient had urge frequency. The patient was having a terrible time. The nurse reprogrammed it 2 times and they just couldn&#62752;get it to work. The patient went to the bathroom 8 to 9 times a day and went through 5 to 7 pads a day. The patient may have had 1 month a night where they woke up dry. The patient felt stimulation and it didn&#62752;feel as good as when it was put in. The patient was not feeling it as well at all. The patient&#62688;therapy was on. The patient was on program 3 at 4.1v. The hcp told the patient it was ok to adjust stimulation on their own. The patient had been raising it a 10th every time and some times more even. Sometimes the patient felt it in their hip. The patient increased stimulation to 4.7v. They did an x-ray and the probe was not quite deep enough as the temporary one. The patient would have an appointment with their hcp on (B)(6) 2016.

Event description:
Additional information received from the consumer reported they had tried to increase stimulation 0.1v each day and change ¿channels¿ to resolve the implant not working and the intermittent stimulation. However, the issue had not been resolved.